Event description:
The customer reported via phone call that the insulin pump experienced a blank display that persisted even after a battery change. The customer's blood glucose was 115 mg/dl. While troubleshooting, the customer confirmed that there was a crack on the front side of the insulin pump. The customer was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The information in section h.2 was not completed with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly into the interface board. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.